Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted. During the replacement procedure of the associated right ventricular (rv) lead, the physician observed a possible infection, so he/she elected to explant the entire implanted system. There were no other adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.